Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples from bd inventory were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Testing for erroneous results could not be conducted as specific analyte information and testing method was not provided. If additional information is received in the future, this complaint may be re-opened for further testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photos provided. This complaint is unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure modes.

Event description:
Report 1 of 5 it was reported that after centrifugation of bd tube sst plh 13x100 5.0 plbl gold br, one tube has poor barrier separation and is presenting erroneous results. There was no patient impact reported. The following information was provided by the initial reporter: "after centrifugation, the tubes are not forming a barrier separation correctly, and are presenting erroneous results, not compatible with patients."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 5. It was reported that after centrifugation of bd tube sst plh 13x100 5.0 plbl gold br, one tube has poor barrier separation and is presenting erroneous results. There was no patient impact reported. The following information was provided by the initial reporter: "after centrifugation, the tubes are not forming a barrier separation correctly, and are presenting erroneous results, not compatible with patients."